Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The caller reported that the patient¿s stimulation was turning of by itself a few minutes after being turned on. The caller further noted that the lightning bolt will appear, and then it will be gone a few minutes later. The caller mentioned that this occurs when the patient¿s device needed to be charged. It was reviewed that if the implantable neurostimulator (ins) needs to be recharged, it will shut stimulation off. The caller synced with the ins at the time of the report and had a power on reset (por) message on the programmer. The caller was able to clear the por message. The patient was to follow up with their healthcare provider. It was mentioned that the patient has had x-rays in the past, but they were not related to the patient¿s device. The patient was implanted for lumbar radiculopathy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.